Event description:
It was reported that the ilet¿s screen became unresponsive, and a crack was observed, leading to a replacement being arranged. Symptoms included no injury and no reported glycemic events. Outcomes included no clinical impact beyond loss of device usability. Investigation included customer interview and troubleshooting to confirm screen unresponsiveness and visible damage. Investigation of this case revealed a cracked or broken display component with resultant loss of user interface function, consistent with physical damage to the screen assembly. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to unknown external factors.